Event description:
The customer reported that the 8800 system displayed a generator error message. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator was calibrated, and batteries were ordered. No further repair information is available.